Manufacturer narrative:
Arjo was notified about the event involving a miranti bath stretcher. It was reported that the patient fell out of the device. No information regarding the patient's injury was realeased by the facility to date. The miranti bath stretcher was inspected after the event by an arjo representative. The device was found to be in a good condition. No malfunctions were found regarding functions of the device despite two worn brakes. It was noticed that the safety belt was missing. The miranti instruction for use (IFU 04.ce.02) indicates that the safety belt is to be used, properly fastened and tightened to avoid patient falling. There is also the side guard that prevents the patient from falling to the side and it serves as a security grip, which the patient can hold. The miranti IFU states: "warning: to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened." Additionally, the device user is obliged to check the device before every use: "actions before every use: 1. Check that all parts are in place.(...) 2 if any part is missing or damaged - do not use the product." Based on the post market survailance data and all information collected during the course of the investigation it can be concluded that when the safety belt is applied and the side guard is positioned over the patient it is unlikely that the patient could fall from the device. Following the information received and evaluation performed, it seems that the incident could occur due to safety belt not applied. As a result, the patient was able to move freely while lying on the miranti, which as a consequence might have contributed to the patient's fall. To sum up, the miranti did not meet its performance specifications as the safety belt was missing. The event occurred during use with the patient. The complaint decided to be reportable due to the patient's fall reported.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the patient fell out of the lift. It was noted that the safety belt on the lift was missing no information regarding the patient injury was provided by the customer so far.